Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that since christmas, it was getting more difficult and took a lot longer to charge her implant. The patient reported that she used to be able to walk her dog and charged her implant at the same time and it would take 20 minutes to charge her implant and she could be going about her day and do anything while charging. The patient reported that since christmas she had to lay flat and have the recharger perfectly with no movement in order to charge her implant and it took hours to charge the implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had no change on their part with respect to activity level or a change in programming. The patient stated that in under one year the circle slowly stopped being sensitive in detecting the patient's implant. The patient was given a new ring to connect to their remote and the recharging taking longer to charge was resolved. No further information was reported.